Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation. Patient demographics requested however customer decline to answer.

Event description:
The customer reported that the neutraclear connector leaked blood due to the orange piston stick down. There was no report of patient harm. The event occurred in the ICU. Although requested, no additional information about the patient, medication, or event provided. It was reported that the facility will be doing their own internal investigation prior to sending the product back to bd.